Event description:
Caregivers were putting the resident back into bed after a transfer with a tempo floor lift; when they were moving the resident into position, the lift tilted to the side and the dynamic positioning system hit the resident on the head. He sustained a bump on the head but no treatment was required.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh ((B)(4)) on behalf of the manufacturer bhm medical, inc ((B)(4)). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). (B)(4). Going forward, complaints related to this product are to be handled by bhm medical inc. And any medwatch reports will be submitted under registration #9681684. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. The info contained in this initial report is based upon the info provided to the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.